Event description:
Pt had traumatic foley catheter procedure pre-op, followed by tlif at l4-l5 with peek device/infuse bone graft. Post, op pt developed uti with e. Coli infection. Pt subsequently developed systemic infection which migrated to peek device which had gross puss and tested positive for e coli. The surgeon felt the infection was due to the pre-op cath procedure. A revision surgery was perfromed to remove the peek device and replace with tobramycin methyl methacralate. Pt is doing well and has fused.